Manufacturer narrative:
Complaint sample was not returned.

Event description:
Patient (B)(6) stated that he experienced burning sensation of the eyes after using medical device kroger hydrogen peroxide cleaning and disinfectant lens care system.